Event description:
It was reported that a flogard infusion pump did not function. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of a low battery alarm; the reported problem was confirmed as the low battery alarm. The cause of the low battery alarm was determined to be depleted main batteries. To correct the condition, the batteries were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.